Event description:
The pump was removed due to infection. The wound was irrigated. As of (B) (6) 2008, the wound was healing well and there was no drainage. It was noted that the initial physician did not consider the pump to be infected; the system was explanted by a different provider. The pump was used to deliver morphine.

Manufacturer narrative:
(B) (4).